Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was mildly tortuous and calcified with a 90% stenosis. A 3.5x15 mm vision was implanted in the lesion and post-dilatation was done with a 3.5x8 mm voyager nc. During the third inflation at 26 atm, physician was aware of a rupture when he confirmed contrast media slowly oozing out. No pre-dilatation was performed before the stent implant. No patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon. There were no kinks noted to the inner member or the tip. The inflation device used in the procedure was not returned. A new indeflator filled with water was used to, pressurize the balloon, but the fluid did not advance due to the dried contrast and blood. Left pressurized for two days. The dried contrast did not dissolve. The distal shaft was cut 11.5 cm distal to the guide wire exit notch and attached to a luer. The indeflator was pressurized again and fluid leaked from a pinhole in the proximal end of the balloon, distal to the distal edge of the proximal marker band. The were scratches on the balloon distal and proximal to the pinhole. The proximal marker band was damaged, it appears to be unravelled. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.